Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: l5-s1 degeneration problem procedure used: posterior lumbar interbody fusion it was reported that during surgery, a screw broke at the multi-axial fragment. The screw came in contact with the patient. No fragment remained in the patient. No patient complications were reported as a result of the event.